Manufacturer narrative:
Additional information will be submitted within thirty (30) days of receipt. Device remains implanted.

Manufacturer narrative:
The hvad is used for treatment not diagnosis. It was reported that a male patient developed a driveline exit site infection involving his rvad. The patient was in the hospital at the time. He was treated IV tazobactam. The device was not returned to the manufacturer for evaluation as it remains implanted. Driveline site infection is a known potential adverse event associated with the use of all vads as outlined in the instructions for use (IFU). The IFU and patient manual addresses guidelines for optimal patient management including pre and post-operative infection control measures and driveline care. Although a definitive conclusion cannot be made regarding the root cause of the reported infection, patient factors including driveline exit site management and patient comorbidities may increase the risk of infection; with no indication of any device malfunctions or performance issues. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report. Heartware is submitting this report as a result of remediation activities related to FDA warning letter fla-14-14, dated june 2, 2014, and pursuant to the provisions of 21 cfr part 803.

Event description:
Approximately forty-one months after the implantation, the patient is reported to have developed a driveline exit site infection involving his right-sided vad. The patient was in the hospital at this time and dl exit site care was being managed by the nursing staff. The patient was treated with intravenous tazobactam.